Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the bronchovideoscope exhibited distal end plastic cover burned or melted. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: was the user used a high energy endo therapy accessory, such as laser, high frequency without securing enough distance from the tip of the subject device. However, the root cause could not be determined. The event can be [detected/prevented] by following the instructions for use (IFU) which state: the suggested event is detectable and preventable by handling device in accordance with the following instruction for use (IFU)which state: IFU bf-p190 operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope and chapter 4 operation:4.3 using endo therapy accessories. Olympus will continue to monitor field performance for this device.